Manufacturer narrative:
Unit passed displacement test, rewind, seating, basic occlusion test, occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test. Unit passed dat test at 0.0872 inches. No unexpected delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Total 28.175 units of normal bolus was delivered on 16-dec-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case (minor). Pump passed functional testing. No current code/category not confirmed. Unable to confirm high bg's. Pump is working as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and mentioned pump was not working as intended. The customer reported blood glucose value of 300 mg/dl and was treated with bolus from insulin pump. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-431ag. Troubleshooting was not performed. No further patient complications were reported. The products mmt-332a, mmt-7040a, mmt-431ag will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.